Event description:
New information received states that the pacemaker and leads were explanted. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a scab on the pacemaker wound with some redness. It was noted that the patient developed an infection which was confirmed by the presence of pus drawn out of the wound with a syringe. The physician does not believe the infection was caused by any abbott products. No intervention was made. The patient was stable throughout.